Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-13995n, multifire¿ scorpion¿ needle, the tip of the scorpion needle was broken. This was detected during an unspecified procedure on (B)(6) 2026. The chief surgeon immediately searched in the surgical area but failed to retrieve the broken pieces. The c-arm x-ray imaging was used to monitor the situation. The procedure was completed with the broken pieces remained inside the patient.